Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the pump touchscreen was cracked and unresponsive after the customer loaded a cartridge. No impact to the customer's blood glucose. The customer reverted to alternate insulin therapy.